Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device formed malformed clips and could not be clipped completely. Another device was used to compete the case. No adverse pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.